Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of a micro-volume extension set was leaking medication. The leak was discovered during patient infusion. The medication being infusion was famotidine and methylprednisolone. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was functionally tested, primed, and checked for leaks. The sample primed and flowed normally; however, a leak was observed in the air vent of the filter. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.